Event description:
It was reported that during a routine follow up, the physician noted that elective replacement indicator (eri) had been triggered. The physician cleared the details and reprogrammed the device. It was noted that the battery status showed "ok", however the battery voltage showed "not available". The physician interrogated the device three hours later, in which the battery voltage read 2.79 volts. Eri measurement lock-up is suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).